Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, e1, h6.

Event description:
Later healthcare professional reported "bubble week area". Later healthcare professional reported "rupture/deflation", "bubble/weak area", "implant abnormality", "implant with folded ripple and weak spot", "deformity", "capsule was developing", "air bubble" and "palpable mass". Patient underwent capsulectomy. This record is for the right side. Device has been explanted and replaced.

Event description:
Healthcare professional reported "focal bulging", "air bubble" and "possible rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Clarification to reported partial onset (b3) date: 2026. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "possible rupture".